Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, there was an unexpected movement of the universal surgical manipulator (usm) when the surgeon was not holding the master tool manipulator (mtm). The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that it was not recommended to leave the mtm without hand control while the surgeon has his head in the viewer, although a significant drift was not expected when such circumstances occur. The tse checked the logs and could confirm the symptoms with error 23075, pointing to left mtm. Upon checking occurrences in the last 2 months revealed that it was also happening in the right mtm several times. The robotic coordinator will inform surgeon about good practice. Surgery was resuming. On 5-jun-2023, isi contacted the isi field service engineer (fse) and obtained the following additional information regarding this event: the handles on one of the consoles were working by themselves, without the surgeon manipulating them. The solution was found remotely by telephone. The fenestrated bipolar forceps continued to move against the surgeon's command. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The issue was intermittent. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). System functionality was not checked upon powering on the system. The system initially powered on without errors. The procedure was successfully completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting a usm drift, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue but calibrated the joysticks on the surgeon's console as a preventive measure because a surgeon was complaining about a fault she had encountered. The system was tested and verified as ready for use. No parts were replaced. The complaint regarding usm drift was not confirmed based on the field evaluation, which indicates that the device did not contribute to the customer reported issue.